Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported customer experienced high blood glucose and customer alleging possible insulin pump under delivery. The customer blood glucose level was 400 mg/dl and other blood glucose was 300, 222, 176 mg/dl. Customer treated with insulin pump. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer experienced symptoms such as headache. Customer stated that the drive support cap appears normal. Customer reports insulin exited at the quick release. The reservoir will not be returned for analysis.